Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous lesion in the right coronary artery (rca). The 2.5x8 mm trek balloon dilatation catheter (bdc) was advanced with resistance with the anatomy and ruptured at 16 atmospheres (atm) during the first inflation. There was resistance noted with a guiding catheter during removal. Another bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): above rbp. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported by the account that during inflation, the bdc was overinflated to 16 atmospheres (atms) and the balloon ruptured. It should be noted that the coronary dilatation catheters (cdc), trek otw and mini trek otw, global, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the trek otw device is 14 atm; therefore, rbp was exceeded. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.